Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot 094540 with the following internal whole blood control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 094540 were reviewed. This lot met the required release specifications. A review of the complaints reported false negative results related to lot number 094540 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A male patient received a (B)(6) alere determine hiv 1/2 ag/ab combo result on a blood sample. Upon medical history investigation is was found that the patient had been previously diagnosed with (B)(6) with a (B)(6) test. It was reported that the patient was not on (B)(6). An hiv combo antigen/antibody test was (B)(6) and confirmed the patient's (B)(6) status.